Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft coil and sheath were inspected and there was no damage noted. The annulus of the burr was inspected and was observed to be damaged and was found to be blocked by a piece of the guidewire. A test guidewire could not be fully loaded through the device due to the annulus being blocked with a guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-07250. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the severely calcified and a moderately tortuous left anterior descending artery. A 1.50mm rotalink plus and an unspecified rotawire were selected to treat the target lesion. During actuation test, the physician deflected the wire too much causing the rotawire to get torn. The physician then inserted a new rotawire into the burr but failed. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
Same case as: 2134265-2014-07250. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the severely calcified and a moderately tortuous left anterior descending artery. A 1.50mm rotalink¿ plus and an unspecified rotawire were selected to treat the target lesion. During actuation test, the physician deflected the wire too much causing the rotawire to get torn. The physician then inserted a new rotawire into the burr but failed. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.